Event description:
It was reported that the vns patient passed away on (B)(6) 2014. The cause of death is believed to be respiratory failure. The relationship between the death and vns is unknown. The patient¿s device is believed to have been buried with the patient. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The patient's physician indicated that the patient's death was not related to vns therapy.

Event description:
The death certificate noted that the patient died while hospitalized. The manner of death was listed as natural. The cause of death was listed to be acute on chronic respiratory failure/bilateral pneumonia, likely aspiration/seizures, acute exacerbation of copd. No autopsy was performed.